Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported she experienced hurting, dizziness and nausea. The customer reported that she ate and drank protein and tried giving herself insulin through the insulin pump prior to the event. The customer reported that she had a seizure when she came from the hospital. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 90 mg/dl at the time of call. The date of the hospitalization was (B)(6) 2015. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.